Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: reporter phone: (B)(6).

Event description:
Doctor reported neuralgiform pain at tooth site 26 after uncovering surgery. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bops5411, (3i t3 parallel walled implant 5/4 x 11.5mm) for evaluation. Visual evaluation was performed, slight wear from usage. No damage identified or signs of malfunction. Measurements match drawing. DHR review was completed for the subject lot number 2021101339. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021101339 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.